Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a history of loose set screw, as well as a pacing impedance spike. The lead was scheduled to be explanted and replaced. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.